Manufacturer narrative:
The up and down arrow button on the insulin pump had intermittent response due to corroded keypad traces. No unexpected numbers were scrolling during testing. The device had cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed unresponsive keypad traces. The customer's blood glucose was 487 mg/dl. Customer didn't recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back-up plan. Customer agreed to return the device for analysis.